Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The returned et tube was found to have a small hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." Additional information reported this event occured during use. The user changed to another tube and the patient was reintubated. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." Additional information reported this event occured during use. The user changed to another tube and the patient was reintubated. No patient harm or injury. The patient's current condition is reported as "fine".